Event description:
The customer reported via phone call that the insulin pump alarmed motor error during prime. Customer confirmed receiving a motor position encoder error alarm. Blood glucose value at the time was below 200 mg/dl; last reading was 357 mg/dl; treated with manual injection. Customer stated it might have gone high due to stress. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was unable to prime during the prime test due to a faulty force sensor. The pump passed rewind, basic occlusion and displacement tests. No motor error alarms noted. The motor passed the motor test. Unable to confirm error alarms due to an overwritten history file. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, a cracked reservoir tube window, and a cracked case near the display window corners.